Event description:
It was reported that a spectrum iq infusion pump keypad was not working during programming/ set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition was reproduced as the keys on the keypad were not working properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.